Manufacturer narrative:
Visual evaluation of pictures provided confirmed the explanted articular surface exhibited wear, notable damage with fragmentation and areas of material loss. The explanted tibial and femoral components showed visible wear and each of the implants presented with dark stains. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: concomitant devices: unknown nexgen tibial tray catalog #: ni lot #: ni, unknown nexgen femoral component catalog #: ni lot #: ni. G2: report source: foreign: event occurred in (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address polyethylene wear and implant loosening approximately thirteen (13) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b6, g3, g6, h2, h11.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address polyethylene wear and implant loosening approximately thirteen (13) years post-operatively. During the revision, the polyethylene articular surface was not found to be dislodged, but it was identified to be heavily worn and there were signs of metallosis. Attempts have been made, however, no additional information is available.